Event description:
Cardinal health instant hot pack leaked contents onto bed and onto patient during IV access attempts on critically ill patient. Manufacturer response for instant hot pack single use, cardinal instant hot pack medium (per site reporter): no response at this time since he was just notified.